Event description:
Clinical trial. Same case as MFR report #: 6000093-2006-02468. It was reported that, 390 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a target vessel reintervention. The index procedure identified and treated two target lesions. Target lesion one was a 90% restenosis of a previously placed bare metal stent located in the proximal rca (right coronary artery) measuring 3.5x26mm and was treated with predilation and placement of a 3.5x28mm taxus express2 drug eluting stent at 11atm. Target lesion two was a 90% restenosis of a previously placed bare metal stent located in the mid rca measuring 3.0x14mm and was treated with direct stenting using a 3.0x16mm taxus express2 drug eluting stent at 12 atm. The pt was discharged the next day on asa and plavix. The pt experienced a target vessel reintervention 390 days following the index procedure due to diffuse in-stent restenosis of the distal rca. The restenosis was treated with balloon angioplasty and the pt was discharged the next day. The pt was reportedly taking asa and plavix at the time of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.